Manufacturer narrative:
(B)(4). D10: 00631005632 xlpe 10 deg poly liner 56x32 62945897. 00786401300 tm prim fem st 13mm 63172379. 00620205620 tm acet shell 56mm multi 62658917. 00625006525 bone scr 6.5x25 self-tap 53165860. 00877503202 biolox® delta, ceramic femoral head, m, 32/0, taper 12/14 2794384. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient states left hip were performed at (B)(6) medical center (B)(6). Right hip (stryker) was performed. Patients have had no problems with the right hip but have had pain and problems with the left hip since initial implantation. Patient reports a leg length discrepancy of 1". Patient provided the attached x-ray and states he will be sending medical records in the mail.

Event description:
It was reported that the patient called in with complaints of leg discrepancy, pain and range of motion issues for the past nine (9) years. Patient had a left hip implanted nearly ten (10) years ago and states the doctor has dismissed the claims made. Patient wants confirmation that the implant is adequate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, b5, b7, g3, g6, h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was able to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records and radiographs were provided and reviewed by a health care professional and a radiologist. The review of the initial surgery report identified a posterolateral approach of a tha performed with no complications, excellent fit and stability with full rom testing. Patient was discharged stable pod 2 with home pt, posterior hip precautions. Review of the radiologist's case report identified that the teardrop-top to lesser trochanter distance is greater on the left compared with the right, which could result in a leg length discrepancy (left longer than right). In addition, the left hip acetabular cup shows lateral overhang. Possible acetabular cup malpositioning or sizing concern was identified as a contributing factor to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.